Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2012-01055 addresses the first cre balloon, manufacturer report #3005099803-2012-01056 addresses the second cre balloon. It was reported to boston scientific corporation on (B)(6) 2012, that two cre balloon dilatation catheters were used in an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the first balloon was attempted to be inflated in the esophagus, however the balloon leaked and did not inflate. It was withdrawn and inspected and a hole in the balloon material was confirmed. A second balloon was inserted into the patient and attempted to be inflated; however, it leaked and would not inflate. The second balloon was also withdrawn and inspected to confirm the presence of a hole in the balloon material. It was reported that no sharp objects were visible in the area of dilatation. However, the patient had a gastric bypass and it was possible that there was a staple in the area that could not be seen. It was reported that the procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4) for the reported event of balloon leaked. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed.